Event description:
It was reported that this right ventricular (rv) shocking lead was exhibiting high out of range impedance measurements. This rv lead remains in service. No adverse patient effects were reported.